Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that after over 7.5 year of support, multiple pump stoppages occurred in combination with an abnormal sound and vibration of the pump during power module support. The patient was asymptomatic, and device function was stable on batteries. The patient was admitted to the hospital. Two longer pump stoppages of approximately 1 to 2 minutes each occurred on (B)(6) 2017. It was reported that the pump was not able to maintain the set speed when the patient moved to the left and right side while lying in bed. Due to the pump stoppages, the patient required inotropic support. An analysis of the system controller log files and x-ray images revealed a high likelihood of compromise to the driveline. The silicone layer of the driveline was opened 2 cm distal to the exit site, and fluid was observed under the silicone layer. A pump exchange was performed on (B)(6) 2017. The pump exchange was high risk due to the patient¿s co-morbidity of chronic obstructive pulmonary disease. After a successful pump exchange, the patient expired on the following day on (B)(6) 2017 due to severe diffuse bleeding and anticoagulation issues. The replacement pump was reportedly working as expected. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported low speed and pump stoppage events that were captured in the submitted log file. The pump was returned assembled with the driveline cut adjacent to the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. Rescue tape was observed from in two sections of the driveline; from 1 inch from the metal connector to 5 inches from the metal connector and from 22 inches from the metal connector to 23 from the metal connector. Upon removal of the rescue tape, damage to the silicone jacket was found 2.5 inches, 5 inches and 14 inches from the metal connector. Evaluation of the sealed outflow graft and the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or thrombus formations. Continuity testing was performed on the returned portions of the driveline and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The clear bionate was removed and revealed breakdown to the metal braided shield in multiple locations along the length of the driveline. Damage to the insulation of the green, yellow, brown and black wires was observed 0.5 inch from the pump housing. Damage to the insulation of the yellow and brown wires was observed 2.5 inches from the pump housing. Damage to the insulation of the orange and yellow wires was observed 4.5 inches from the pump housing. The breaches on the wires appeared consistent with repetitive flexing/movement of the wires and abrasion against the metal braided shield. The distal segment of the driveline was then submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. This test did not reveal any additional insulation breaches. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have resulted in the reported pump stoppages and reductions in pump speed recorded in the submitted log file. If the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield, the resulting electrical short would have also resulted in pump stoppages or reductions in pump speed while the system was operating on battery power. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.